Event description:
Procedure: urogynecological. According to the reporter; the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2008 - complains of frequency, pressure, burning, had some bright red blood after urinating, cramping, not emptying fully, possible urinary tract infection (uti), had fishy odor, uti for a week - colonoscopy and polypectomy, colon, polyp biopsy done - tubular adenoma - gross hematuria, external vaginitis and probable yeast - prescribed diflucan. (B)(6) 2009 - possible uti for a week, frequency, urine dip positive - prescribed levaquin. (B)(6) 2011 - complains of possible uti, frequency, slight pressure - on exam, cystocele and rectocele - urinalysis positive - uti (B)(6) 2012 - possible uti for 1 ½ week, frequency, pressure, itching and fishy odor, heavy problems emptying bladder, urinary leakage - grade 4 cystocele and stress urinary incontinence - urinalysis dip positive - complex uroflowmetry reveals an abnormal voiding pattern. Her post void residual was 10 cc, has intrinsic sphincter deficiency - 3 channel cmg with flow was within normal limits - vaginitis by history (B)(6) 2013 - erosion of implant - going to cleveland clinic to remove the mesh mesh revision surgery: (B)(6) 2013 - underwent removal of implant for erosion (per pfs).